Event description:
It was reported that a caregiver observed sustained high glucose on a dexcom g7 while the patient was using an ilet pump with an inset infusion set in the abdomen, following a missed lunch meal announcement after transitioning from tube feeds to oral intake. Symptoms included hyperglycemia with a highest reported glucose of 352 and prolonged elevation. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of user-provided information and system logs. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure involving the user interface, as logs showed no lunch meal announcement and no interaction attempts. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.